Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: over pressure in abdominal cavity/cardiac arrest. Probable root cause: 1. Pressure sensor malfunction / out of calibration. 2. Software malfunction. 3. Use error. 4. System design. 5. Unwanted movement of internal components / wiring. 6. Pressure button does not disengage. 7. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. 8. Venting valve system or overpressure alarm failure. 9. Safety valve or regulator malfunction. 10. Hpu or lpu assembly malfunction. 11. Ppv failure. 12. Manufacturing/ service error. The device manufacture date is not known h3 other text : 81.

Event description:
It was reported that the patient suffered from cardiac arrest.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient suffered from cardiac arrest.